Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s reported issue was confirmed as the image is intermittent due to a defective cable unit. Additionally, the cable unit is leaking. The cable was observed to have internal signs of twisted wires and there is a dead pixel in the image. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oaz) was informed that the customer high-definition autoclavable camera head¿s ¿image is flickering. Turns on and off intermittently¿, found during a diagnostic urology procedure. The intended procedure was completed with another camera. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon noted was replicated. It was found that the image became intermittent due to a cable failure. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.